Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited backup operation. A software download restored normal device function.

Manufacturer narrative:
(B)(4).